Event description:
Information received by medtronic indicated that the customer observed that the inpen application was not recording the exact doses dialed on the inpen. No harm requiring medical intervention was reported. Troubleshooting was performed advised that the customer will discontinue the use of the insulin pump. The inpen will be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any defects or has malfunctioned. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Per visual inspection: cracked cartridge holder. However, cartridge holder locks properly in place. The leadscrew was received 1/4 it's travel. Several attempts were made to pair inpen, every time app displayed ¿inpen not found¿. The inpen does not pair with commercial mobile app. Inpen did not transmit to manufacturing app. Unable to perform functional testing due to inpen not communicating. Battery and electronics were found corroded. Inpen passed front cap investigation. In conclusion: it was determined the cause of inpen not pairing was caused by fluid intrusion to the battery. Therefore, no communication was confirmed. Cartridge holder damage was confirmed due to cracked cartridge holder. Unable to confirm dose log inaccuracy due to no communication. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.